Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. (B)(4).

Event description:
It was reported that device detachment occurred. A 24mm watchman aaa closure device was selected and deployed. Fluoroscopy image immediately after deployment showed that the device was disconnected from the core wire of the delivery system. The physician attempted to snare the device using a non-bsc snare since the position was not suitable. However, the physician decided to leave the closure device in place as the device was stable. A transesophageal electrocardiogram was performed the afternoon of the procedure which showed the position of the device did not change. There were no patient complications and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). Microscopic examination revealed numerous kinks throughout the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device detachment occurred. A 24mm watchman laa closure device was selected and deployed. Fluoroscopy image immediately after deployment showed that the device was disconnected from the core wire of the delivery system. The physician attempted to snare the device using a non-bsc snare since the position was not suitable. However, the physician decided to leave the closure device in place as the device was stable. A transesophageal electrocardiogram was performed the afternoon of the procedure which showed the position of the device did not change. There were no patient complications and the patient is stable.